Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00609 & 02716 / 02717).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. Patient underwent a revision procedures on an unknown date in 1988. It was further reported patient underwent an acetabular cup revision on an unknown date in 1995. Subsequently, patient was revised on the right side on (B)(6) 2007 due to loosening of the acetabular cup.